Event description:
The user facility reported during surgery the cutter would not work properly and the vitreous became caught in the cutter. The surgeon conducted manual reflux to mitigate the circumstance. Additional information: there was no medical intervention required. They opened a new pack to complete the surgery.

Manufacturer narrative:
Evaluation completed. Received one opened bl5625 pouch from lot u8879. The tip protector was in place. The needle was bent approximately 10 degrees or less. The port window was in the opened position. There was fluid in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc. The inner needle will not actuate/move. The cutter was tested using random cut rates from 200 c.p.m. Up to 5000 c.p.m. The aspiration was tested at varying rates from 300 to 450 mmhg. The cutter did aspirate as required; however, after 3 minutes of functional testing, the inner needle still did not actuate/move. The cutter cannot not cut in this condition. It should be noted that a bent needle condition could contribute to poor cutting performance. The cause of the bent needle condition cannot be determined. The sterilization and lot history records have been reviewed and found to be acceptable.